Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Added additional h6 conclusion code. The cause of the event remains indeterminable; however, patient factors and procedural factors may have contributed to the event.

Manufacturer narrative:
Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. In this case, the root cause cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided.  Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification through a clinical trial that during implant of this 19mm perimount aortic valve, there was a bleeding event of the aortic root. As reported, cross clamp was placed again for 18 minutes. Felt was used to stitch over the bleeding. The event was noted to be resolved.